Event description:
It was reported that the pump history was missing data despite being in use. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.